Event description:
At the end of an arthrectomy procedure in the cath lab, as the cardiologist was trying to remove the viper wire he realized that a piece had broken off in the right coronary artery. He attempted to grab it with a snare, but was unable to do so. Thus far, the patient does not have adverse symptoms as a result. Cardiac surgeon was consulted, who determined it was to risky to surgically remove the piece of wire as it would be safer to leave it in.